Manufacturer narrative:
There was no patient involved in this event. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem system was not working. It initiated and accepted instruments, then the red field appeared saying that the axiem was not communicating with the system. All apparent avenues of troubleshooting were attempted. The system was turned on and off, all the components were unplugged and re plugged with the same result. The system did show and operating error when the computer was rebooted. There was no patient present when this issue was identified.